Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module which questioned by the physician for multiple patients. The one result example provided were: sid (B)(6): initial=8.4 mg/dl /repeated=6.1 mg/dl /repeated on another instrument=2.2 mg/dl customer reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed troubleshooting procedures, including inspection of the reaction carousel, water bath water exchange, manually cleaned the cuvettes and replaced the worn alnty c-series cuvette dryer tip (04s52-01) which resolve the issue. A review of the alinity c processing module, serial number (B)(6) service history was performed, and no additional discrepant result issues have been reported. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alnty c-series cuvette dryer tip did not identify an increase in complaint activity. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty c-series cuvette dryer tip.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module which questioned by the physician for multiple patients. The one result example provided were: sid (B)(6): initial=8.4 mg/dl /repeated=6.1 mg/dl /repeated on another instrument=2.2 mg/dl customer reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.